Manufacturer narrative:
There is insufficient relevant clinical information to conduct a thorough analysis of the reported issue. Several attempts were made to obtain additional information, with no success. Additionally, device examination was not possible, as it was not returned. The investigation is limited to the information received. No conclusions could be drawn about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the implant failed to correct crossover toes.